Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 500 mg/dl and current blood glucose was 378 mg/dl. Customer treated high blood glucose with bolus. Based on customer report customer does not allege pump was under delivering. Run load reservoir and fill tubing with current set and insulin exited at the quick release set. Assisted with performing the high pressure and displacement test and both were passed. Customer ran through all tests on the insulin pump and which was mechanically working. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The device will not be returned for analysis.